Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was cut by mistake during a left ventricular assist device (lvad) procedure. The lead was initially programmed off. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.